Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia associated with a device problem in which insulin leaked from the system, described as a cartridge leaking and with concern that the connector might have been attached to the cartridge outside of the pump; the issue aligns with a leak/splash device problem and involves the reservoir component. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed leakage at a seal, consistent with a leak/splash event involving the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.